Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice. The patient was hospitalized prior to death for an unreported reason. It was not reported if the patient was discharged from the hospital prior to death. The cause of death was not reported. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). A device history record review was performed and revealed no issues that could have caused or contributed to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The device was manufactured on an unspecified date in 1995. The device was received for evaluation by the baxter product analysis laboratory (pal). A review of the device history record and event history log was performed for the device. Upon performing these reviews, no issues were found that could be related to the reported event. There were no keystrokes, no device failure, malfunction, programming, use related or iipv (increased intraperitoneal volume) events that would indicate and/or contribute to the reported issue found in the event history log. The service history for the device revealed the device was last serviced more than one year ago. The device passed all check and calibration tests successfully. A visual inspection was performed which did not reveal any issues that were related to the reported event. The power on self-test was successfully completed. A one hour simulated therapy was completed without any issues. Per pal evaluation, there was no failure, malfunction or iipv event identified that could have caused or contributed to the reported issue of patient passing away. Should additional relevant information become available, a follow-up will be submitted.